Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section b3 date of event: unknown/not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after a successful femto treatment and during the operating room (or) cataract removal, one patient developed zonular dehiscence. Doctor stabilized with a capsular tension ring. Doctor also mentioned that the patient developed a choroidal hemorrhage during the cataract removal. The capsular bag was intact and successfully implanted intraocular lens (iol). No additional information was provided.